Manufacturer narrative:
During preventive maintenance on 13 may 2020, the thermogard console (sn (B)(4)) failed functional testing due to tcmid: 05 (coolant diff failure). During visual inspection, no issue was observed. During functional testing, the console displayed a tcmid: 05 (coolant diff failure) error message. The tcmid: 05 error message was due to a damaged lm 34 temperature sensor due to wear and tear of the console. The thermogard xp ivtm console is a reusable device and was manufactured on 14 june 2012. It has exceeded its expected serviceable life of five years and is over 7 years old. After replacing the lm 34 temperature sensor, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance on 13 may 2020, the thermogard console (sn (B)(4)) failed functional testing due to tcmid: 05 (coolant diff failure).